Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height drawer 3.1 & 3.2 was not detected on bus. A field service engineer identified that main half-height sub drawers 3.1 and 3.2 were non-functional due to lack of power. Diagnosis via hta was unsuccessful. Isolated a seized solenoid in drawer 3.1. Replaced the following components: central console board drawer controller board. Roll board controller was found physically damaged, suspected system was configured in space configuration mode. Verified drawer responsiveness post-repair. Successfully performed final functional tests on both main half-height sub drawers 3.1 and 3.2. Units were operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main half height drawer 3.1 & 3.2 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main half height drawer 3.1 & 3.2 was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.